Manufacturer narrative:
This complaint is still under investigation. Device not returned.

Manufacturer narrative:
This complaint is still under investigation.

Event description:
Patient was revised to address flexion gap instability, painful articulation, collateral laxity, possible oxidation of the poly insert and present osteolysis.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The devices associated with this report were not returned. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. Patient medical records were provided for review . Review of the supplied medical records revealed statements from the surgeon confirming oxidation of the tibial insert, abrasions and delamination of the patella component, progressive collateral laxity and instability of the tibial components. The investigation could not draw any conclusions about the root causes of the reported event; however, excessive patient weight, high activity demands, a slightly higher distal femoral cut in the primary surgery resulting in a higher joint line, and progressive collateral laxity all could be potential contributing factors. Based on the inability to identify product error as a contributing factor, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation.